Manufacturer narrative:
No complaint was received with return of the lead. Failure event was observed during analysis. Final analysis found a connector portion of the lead was returned in one piece measuring 47.9 cm. Internal insulation abrasion was noted at 28.1 cm to 28.4 cm and 29.2 cm to 29.5 cm from the connector pin. The abrasion noted at 28.1 cm breached the right ventricular (rv) cable lumen and the abrasion found at 29.2 cm breached the ring electrode (re) cable lumen. There were no damages to the etfe cable coating at these abraded regions. An external insulation abrasion was noted at 35.7 cm to 36.2 cm from the connector pin. The abrasion at this region breached the superior vena cava (svc) cable lumen with no damage to the etfe cable coating. The external insulation abrasion was consistent with lead friction to the device can. Other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.